Event description:
It was reported that the patient experienced arrhythmia and vasospasm. During a pulsed field ablation procedure to treat an atrial fibrillation and typical flutter, a farawave catheter was selected for use. Four veins in the left atrium were isolated with the farawave catheter. The right atrium was mapped with a non-boston scientific (bsc) mapping catheter and the farawave catheter was placed in the right atrium. Nitroglycerin was offered to pretreat a potential right coronary artery (rca) spasm. However, the nitroglycerin was declined by the physician due to the low patient blood pressure. Glycopyrolate was given during the procedure, but no other medication was noted. Six ablations of the cavotricuspid isthmus (cti) line was completed with the farawave catheter and the catheter was removed from the body. Use of the farawave catheter to treat typical flutter ablation and cti line constituted off-label use of the catheter. The non-bsc mapping catheter was inserted and the patient entered ventricular tachycardia (vt) at the start of post mapping. The patient was cardioverted and the coronary sinus (cs) catheter was used to pace the ventricle. The anesthesiologist treated low blood pressure until the patient recovered. Atrioventricular (av) block and st elevation was noted. Wide and fast qrs complex on surface leads noticed with standard vt. Left bundle branch block was seen, negative dissociated ventricular contraction on v1. Normal rhythm was then achieved before pulling the catheter. The physician noted that the patient was on fleccanide medication, which was believed could have played a factor in the reported patient complications. It was also believed that the patient may have entered vt likely as a result of rca spasm. No effusion was seen. The patient fully recovered from this event. The farawave catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.